Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the right ventricular lead was coiled up in the pocket due to twiddler¿s syndrome. A chest x-ray was performed to confirm. The implantable cardioverter defibrillator was replaced. The patient was doing well post procedure and would continue to be monitored.